Manufacturer narrative:
Initial.

Event description:
It was reported that a person with type 1 diabetes using an ilet system experienced persistent hyperglycemia in the low 200s mg/dl, peaking at 228 mg/dl, despite increased correction dosing, with a suspected infusion site issue or leak possibly related to sweating and bent cannulas. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caller, analysis of information provided by the user or third party, and an infusion site change walkthrough using insets with the provided lot number. Investigation of this case revealed insufficient information regarding a specific device problem and no findings available related to any device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.